Event description:
Reporter indicated that the site was having issues with their handheld computer freezing after interrogation was successful. Troubleshooting was performed, but the problem occurred multiple times. Product has been returned to manufacturer, but analysis is pending.